Manufacturer narrative:
Additional information: d9, g3, h2, h3 one workmate¿ claris¿ ep-4¿ cardiac stimulator was received for analysis. Visual inspection of the returned stimulator indicated normal wear on the exterior chassis. It was verified all connectors, switches and labels to be free of physical damage. All mounting hardware was secured and all socketed ic (integrated circuit) components were fully seated. Ac power was applied to the ep-4 stimulator which successfully executed the power on self-test. The returned cardiac stimulator passed an extended pacing test without issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event remains unknown as no abnormalities were identified. The returned product operated as designed during the evaluation period.

Event description:
During the procedure, there was no sense interval and no sync signal and the case was cancelled.